Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high pacing impedance and episodes of noise were observed on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. Diagnostic imaging was performed and revealed insulation damage on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating oversensing was observed on the right ventricular (rv) lead.